Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was difficult to interrogate. The patient was experiencing pain and swelling around the device. The cause to this was not known. It was also noted that the patient was not pacing at the lower rate limit. Once the device was interrogated, it was found that a code 1003 had been triggered. It appeared that the device battery was almost depleted and pacing at 50 beats per minute. Device replacement was suggested; however, a field representative discussed that, if replaced, the device would likely be replaced with a product from another manufacturer. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.